Manufacturer narrative:
(B)(4). Date of initial report: 01/27/2017. The incident device was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient passed away following an rf ablation procedure for liver cancer. There was no problem with the ablation but the surgeon punctured the needle to thoracic chest cavity in error instead of abdominal cavity. The patient bled to death due to right diaphragm damage. The incident device was discarded by the customer.